Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured as it was approaching the common femoral artery (cfa). Hemostasis was achieved by manual compression. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU). After confirming balloon pressure could be maintained, the device was used in the normal procedure. After confirming balloon expansion on fluoroscopic images, the balloon was pulled back for positioning, and the balloon ruptured as it approached the common femoral artery (cfa). The balloon ruptured just before the cfa and disappeared from the fluoroscopic image. It is stated that the doctor did not notice the balloon pressure and lost sight of the balloon in the angiography, and it was not recorded. There was no calcification near the puncture site. The surgeon did not feel any tension such as catching on something when pulling the balloon, and although the cause is unknown, there may have been calcification on the route of pulling the balloon. The sheath was a 7f 10cm non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was an endovascular therapy (evt) with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was observed fully depressed and button 2 was not depressed. The clock symbol was visible in the tension indicator window and the balloon was completely deflated. The syringe was connected to the device with the stopcock open. A non- cordis procedural sheath was locked on to the sheath catch and blood was noted in the procedural sheath. The sealant was not returned with the device. The device was inspected for damages or anomalies that may have contributed to the reported failure, and no damages/anomalies were observed on the returned device. An inflation/deflation test was performed per the mynx control IFU, and results revealed a leak in the balloon of the returned device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device, approximately 3.0 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2218101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear could not be determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there may have been calcification on the route of pulling the balloon) and/or concomitant device factors likely contributed to the reported event since a calcified vessel or a damaged concomitant device can cause damage to the balloon. According to the IFU, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured as it was approaching the common femoral artery (cfa). Hemostasis was achieved by manual compression. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. After confirming that balloon pressure could be maintained, the device was used in the normal procedure. After confirming balloon expansion on fluoroscopic images, the balloon was pulled back for positioning, and the balloon ruptured as it approached the cfa. The balloon ruptured just before the cfa and disappeared from the fluoroscopic image. It is stated that the doctor did not notice the balloon pressure and lost sight of the balloon in the angiography, and it was not recorded. There was no calcification near the puncture site. The surgeon did not feel any tension such as catching on something when pulling the balloon, and although the cause is unknown, there may have been calcification on the route of pulling the balloon. The sheath was a 7f 10cm non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was an endovascular therapy (evt) with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. The device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2218101 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured as it was approaching the common femoral artery (cfa). Hemostasis was achieved by manual compression. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. After confirming that balloon pressure could be maintained, the device was used in the normal procedure. After confirming balloon expansion on fluoroscopic images, the balloon was pulled back for positioning, and the balloon ruptured as it approached the cfa. The balloon ruptured just before the cfa and disappeared from the fluoroscopic image. It is stated that the doctor did not notice the balloon pressure and lost sight of the balloon in the angiography, and it was not recorded. There was no calcification near the puncture site. The surgeon did not feel any tension such as catching on something when pulling the balloon, and although the cause is unknown, there may have been calcification on the route of pulling the balloon. The sheath was a 7f 10cm non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was an endovascular therapy (evt) with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.